Event description:
Litigation received indicates that on september 28, 1996, a 28 year old pt, 28 weeks pregnant, developed abdominal pain and bleeding. She was diagnosed with abruption of the placenta and taken to surgery. A c-section was performed and a 2 lb, 10 oz female was delivered. Electrocautery with a grounding pad to the machine number 15 was used during surgery to control bleeding. After surgery, the pt noticed a burned area to her thigh region. The nursing staff had indicated "skin abnormal, abrasion right thigh appears to be burn which is crusting."